Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) underwent a head magnetic resonance imaging (MRI). During the MRI, the patient experienced a heating sensation on the left side of the skull by the burr hole, prompting the MRI technician to stop the scan. Impedance checks were performed before and after the MRI, and all values were within range. The patient subsequently visited a neurologist, and impedances remained within range. The physician planned to schedule another MRI at a different location with more experience in scanning deep brain stimulation patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that the cause of heating sensation on the left side was unclear at this time. The patient received the MRI at a different location. It was not known if the heating sensation on the left side resolved as manufacturer was not notified of any new information after new scan.